Manufacturer narrative:
The complaint was able to be confirmed after evaluation of the reported device. It was noted that the incident that occurred was during a trial of the sharp kerrison product - the surgeon had never used this product before. It was determined that the root cause is due to damage that occurred as the result of excessive stress on the locking mechanism due to over squeezing and twisting/torquing. The same tip was in use for approximately 1 hour. At this point with constant use, the tip would start to become dull. Once the tip begins to dull, additional force is needed to fully bite through the bone. The sales rep also confirmed that surgeon continued to twist and torque the device even though he was explained otherwise. The same size handle was used again in a second case trial with no issues. The IFU states to not apply excessive force as it can cause damage to the handle. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Manufacturer narrative:
Awaiting additional information and/or return of the reported device to complete the evaluation.

Event description:
The complainant alleges, "half of the top tip lever release button snapped off and fell into the patient cavity then the tip separated and the tip "exploded" off the handle. The tech retrieved the small piece of metal and the case resumed."